Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and disability. It is also alleged that the patient felt the hip move out of place. An x-ray confirmed that the acetabular component moved. Update: 4/25/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the revision on (B)(6) 2006 was due to a loose acetabular shell. The revision on (B)(6) 2007 was also due to a loose shell and the patient had bone deficiency. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged elevated metal ions. Added stem, liner and head. Updated patient identifier and associated contacts. Doi: (B)(6) 2006 dor: (B)(6) 2007 (right hip). See (B)(4) for right hip 1st revision.